Event description:
It was reported that at the last follow-up appointment in (B)(6) 2025, this implantable cardioverter defibrillator's (ICD) remaining battery life was projected have one year left. However, recently, this device began exhibiting beeping tones. The physician suspected that the device battery was prematurely depleting, and a surgical replacement procedure was subsequently performed to resolve the event. This explanted ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. This report is being sent to provide new information in sections b5 (event description) and h11 (additional MFR narrative).

Event description:
It was reported that at the last follow-up appointment in (B)(6) 2025, this implantable cardioverter defibrillator's (ICD) remaining battery life was projected have one year left. However, recently, this device began exhibiting beeping tones. The physician suspected that the device battery was prematurely depleting, and a surgical replacement procedure was subsequently performed to resolve the event. No additional adverse patient effects were reported. This ICD has been received for analysis.